Manufacturer narrative:
There was no allegation of product malfunction and the customer was aware of the product configuration change. A review of the manufacturing records indicated that the product met specifications upon release. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, when preparing the patient for insertion of a swan ganz pacing catheter, it was noted that the dinapt pins were not inside the package as they used to be, therefore "causing an issue during an emergent situation". The customer knew of the change in the product configuration where the dinapt pins were in a separate package however they assumed that the change had not occurred yet. An older pacing catheter kit was located that had the dinapt pins. They were used and the problem was solved. There were no allegations of patient injury due to this event.